Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error.

Event description:
On 01/24/2022 it was reported by a sales representative via (B)(4) that the ar-1648 arthrex trimano drapes paper is coming off and leaving the sticky substance. This was reported by or staff, there was no additional information provided.